Manufacturer narrative:
Per the customer, the sample was discarded. A batch review will be performed on the lot number provided. A follow up report will be submitted with any additional information found during evaluation.

Event description:
A customer contacted baxter's technical service center to report a leaking supply line. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. Product surveillance contacted the hp who stated the leak was due to a hole in the supply line. She did not know what may have caused the hole in the line. The hp was able to resume therapy using new supplies. She stated that she discarded the sample and provided a lot number. There was no patient injury or medical intervention reported.